Event description:
In 2007 a pt underwent revision surgery due to adjacent disc disease. The surgeon was able to remove 3 of the 4 screws of the one level fusion and during the removal of the final screw, the threaded screw removal driver broke, the screw head was stripped and the screw was pushed through the cervical plate. The surgeon removed the tip fragment and the screw after a 20 minute delay. There was no reported injury to the pt.

Manufacturer narrative:
The screw was discared and therefore not available for evaluation. Investigation is pending.